Event description:
It was reported that the device had a power on reset. The patient was known to have had magnetic resonance imaging. The device was explanted and replaced after reaching elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and an electrical reset was found. The root cause could not be determined as there was not enough data on the save to disk. The reset occured on (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device had a power on reset. The patient was known to have had magnetic resonance imaging. The device was explanted and replaced after reaching elective replacement indicator. No patient complications have been reported as a result of this event.